Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced stoma site discharge for about one month. On (B)(6) 2025, the patient was diagnosed with a stoma site infection and was hospitalized. The patent was treated with oral antibiotic, ciprofloxacin 500 mg, and intravenous antibiotic, desefin 1 g solution for injection. The patient was discharged on (B)(6) 2025. The device remains implanted.